Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance at 475 ohms (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that two days post routine implantable cardioverter defibrillator (ICD) change out a lead warning was triggered for high impedance on the right ventricular (rv) lead. A connection issue is suspected. The ICD and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.